Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The lesion being treated was located in the proximal diagonal (dx) artery. A 2.50x16 mm taxus express2 drug eluting stent was placed in the dx. Eight months post, the initial procedure restenosis was identified in the proximal dx. The physician used an cutting balloon, unknown type, and a 2.5mm maverick to treat the 70% restenosed lesion. There was 0% visible restenosis after the intervention. No additional patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.